Manufacturer narrative:
Zero (0) samples were provided to bd medical : pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batch involved in this complaint meets all acceptable quality levels (aql¿s), was manufactured and released according to applicable procedures and specifications. Since the sample was not received, investigation cannot be performed as a sample is required to investigate further. Based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process.

Event description:
It was reported that pen ii omnitrope pen 5 1.5ml plunger lost resistance. The following information was provided by the initial reporter: defect: plunger lost resistance it was stated: received call advising had patient with malfunctioning pen. When dose dialed up and then plunger pushed down it does not click, it just slips so they are unaware if proper dose is being administered

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that pen ii omnitrope pen 5 1.5ml plunger lost resistance. The following information was provided by the initial reporter: defect: plunger lost resistance. It was stated: received call advising had patient with malfunctioning pen. When dose dialed up and then plunger pushed down it does not click, it just slips so they are unaware if proper dose is being administered.